Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and impedance. It was also reported that the rv exhibited a possible lead fracture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2011; h607m63 heart band, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.